Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient had a seizure and lost consciousness while at work. The patient also fell when he lost consciousness and reportedly, "broke his back". It was not specified what the patient's cgm value was at the time, or whether a bg meter reading was taken. A coworker called emergency medical services (ems), and once they arrived, the patient was transported to the emergency room (ER). There was no documentation on what medication or treatment was provided to the patient by ems. At the ER, the patient was given a CT scan and was treated with a medication, belloid (which the patient stated was like morphine). At an unspecified time during the event, the patient¿s cgm was reading 180 mg/dl, and the bg meter was reading 86 mg/dl. The patient was unable to recall when this set of comparison values was taken as he was unconscious for most of the event. The patient was discharged home after a few hours. The patient was feeling better at the time of report. There was no documentation of rehabilitation or permanent impairment in regard to the patient's "broken back". The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined because there is no calibrations to confirm the reported inaccuracy. No additional patient or event information is available.